Manufacturer narrative:
The meter and strips were requested for return. The strips were no longer available. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 3:28 pm, the result was 1.0 inr. At 3:56 pm, the result was 3.8 inr. At 4:03 pm, the result was 4.0 inr. The therapeutic range was 2.5-3.5 inr.